Event description:
The patient had her catheter removed due to an infection on (B)(6) 2014. The device was implanted on (B)(6) 2013 and placement was 100% technically successful. Angiographic images looked normal. The device was disposed. No patient complications were reported. The patient is doing well as of last follow-up. Additional information has been requested and a supplemental will be filed if any new information is received.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the lot met the specification requirements. No deviations that could affect product quality were found. The manufacturer has requested additional information regarding the incident. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.